Event description:
It was reported the patient had the entire device system removed due to pump pocket erosion. There was erosion of the skin over the pump, exposing the pump. There was drainage and incisional wound opening of the device pocket associated with the erosion. The erosion required explant of the entire pump system on (B)(6) 2013. The medication being delivered via the pump was prialt. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter noted it was returned in segments. Miscellaneous acceptable testing was performed; no significant anomaly w as found.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(4) 2013, product type: catheter. (B)(4).